Event description:
Per e-mail: "during the case, we are told, part of the plastic ring adjacent to the seal broke off and fell into the patient. The doctor noted this break and was able to retrieve the part. He is, however, very concerned that without his awareness, this part would have been left in the patient."

Manufacturer narrative:
A follow-up report will be issued upon return of product and completion of evaluation.